Event description:
It was reported that the bd discardit¿ ii syringe plunger falls out very easily. The following information was provided by the initial reporter, translated from french to english: the syringe plunger disengaged very easily, although I didn't feel that I had reached the "stop" point.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.